Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars were leaking a severe amount of gas. The patient was insufflated with approximately 500 litres of gas during the second procedure of which the products have been returned. Unfortunately, the trocars used for the first procedure have been discharged. The consequence of the leakage is that the surgical field was comprised as it was difficult to operate and the procedure took longer due to this problem. A bariatric rep was present in the operating room and gave the surgeons advice on how to minimize the leakage, but nothing helped. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Leak failure, duckbill. The analysis results found that device (a) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process. The analysis results found that device (b) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The analysis results found that device (c) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The reported lot belongs to a different code than was received; therefore, the device history review could not be performed.